Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and perforation ("perforation of organs") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). On (B)(6) 2010, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (serious criteria medically significant and clinically significant/intervention required), perforation (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain") and device breakage ("fracturing of the implant"). The patient was treated with surgery (removal of implant on (B)(6) 2015) and surgery. Essure was withdrawn. At the time of the report, the ectopic pregnancy with contraceptive device, perforation, pelvic pain and device breakage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, perforation, pelvic pain and device breakage to be related to essure. Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), essure implanted on (B)(6) 2010, and surgically removed on (B)(6) 2015, previously reported event 'severe injuries' was specified: ectopic pregnancy / miscarriage, fracturing of the implant, perforation of organs, and pain. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age that had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy and perforation of organs. She also reported pain (seen as pelvic pain) and fracturing of the implant (seen as a device breakage). Ectopic pregnancy, pain, and fracturing of the implant are anticipated events in the reference safety information for essure while perforation of organs is unanticipated. In this particular case, the exact date and mechanism of the device breakage are unknown; however, considering the nature of this event, the company conservatively assesses this event as related. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Thus, based on a positive temporal relationship, the event ectopic pregnancy (device ineffective) was assessed as related. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. In this present case, neither which organs were perforated nor the exact time point and mechanism of perforation was reported. However, based on the nature of this event, it was assessed as related to essure use. This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Pelvic pain ("chronic pelvic pain / severe pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove on (B)(6) 2014) and surgery (surgery to remove on (B)(6) 2014). The reporter commented: an other episode of pregnancy on essure (device ineffective) in this patient that resulted in miscarriage was reported in linked episode #(B)(4). In 2011, she was informed that she was pregnant, but she did not carry the pregnancy to term because she was advised that the essure coils posed a danger to the fetus. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: ultrasound scan result was device migration /no longer in proper position. On an unknown date: hysterosalpingogram result was coils were properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events added (discomfort, heavy menstrual bleeding, back pain and abdominal pain). Company causality comment: this spontaneous case report refers to a female consumer of unspecified age that had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy and perforation of organs. She also reported fracturing of the implant (seen as a device breakage). Upon follow-up receipt, it was mentioned that her coils migrated and was no longer in the proper position (device dislocation). Ectopic pregnancy, device dislocation, and fracturing of the implant are anticipated in the reference safety information for essure whereas perforation of organs is unanticipated. In this particular case, the exact date and mechanism of the device breakage and device dislocation are unknown; internal organs perforation may occur with essure, due to device migration/dislocation or during insertion procedure. This case lack of details for a comprehensive causality assessment, however, considering the nature of these events and, in a conservatively approach, company assesses these events as related to essure. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Thus, based on a positive temporal relationship, the event ectopic pregnancy (device ineffective) was assessed as related. This case was regarded as incident as a surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)/pregnancy (stillbirth or miscarriage)"), abortion of ectopic pregnancy ("abortion ectopic pregnancy/ pregnancy (ectopic)"), embedded device ("coils had migrated and was no longer in the proper position/displaced essure coil residing within the endometrial canal/fractured metal component of the essure device is seen over. The mid to lower sacrum/the essure devices may not be appropriately p"), device breakage ("fracturing of the implant/ fracturing/ device breakage/a small 1 mm fractured metal component of the essure device is seen over./one of the devices is partially fractured."), fallopian tube perforation ("perforation (fallopian tube(s)/perforation of organs") and adnexa uteri pain ("severe and persistent pain in right side, right ovary/ allergic or hypersensitivity reaction: type: pain on right side") in a 27-year-old female patient who had essure (batch no. 689940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" in 2011. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2002; (B)(6) 2007; (B)(6) 2009), ovarian cyst and essential hypertension. Essure did not worsened a previously existing injury/condition. Essure did not caused birth defects. Abdomen xr (B)(6) 2015: essure device x 2 are present along the right side of midline.transabdominal ultrasound of the pelvis was performed - the uterus is anteverted in position, measuring 3.7 x 4.6 x 9.0 cm. No discrete myometrial lesions. Transvaginal sonography demonstrates a wire-like structure in an "sconfiguration" (in the coronal plane). Pelvic u/s: (B)(6) 2015: assessment: rlq pain with h/o essure placed 2010. Patient had hysterescopic removal was attempted but did not improve pain, patient desire permanent treatment. Patient is for laproscopy assisted vaginal hysterectomy current weight as of (B)(6) 2018: 187 lbs approximately in (B)(6) 2011, home pregnancy test was positive. Concurrent conditions included acute pain, vaginal pain, venereal disease nos, obesity (bmi=37.3), pain in joint involving hand and left lower quadrant pain. Concomitant products included oral contraceptive nos from 2009 to 2010 for birth control as well as azithromycin and ceftriaxone sodium (ceftriaxon). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dyspepsia ("gastrointestinal or digestive system condition; type: always heartburn or acid reflux") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition; type: always heartburn or acid reflux"). In 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), hirsutism ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"), crying ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"), depressed mood ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"), irritability ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky") and urticaria ("rashes or skin conditions; type: breakouts all over body") and was found to have weight increased ("weight gain/loss (specify which one: gain)"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/urinary tract/vaginal); type: infection uti"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches (migraines-4 times a week)"), headache ("migraines / headaches (migraines-4 times a week)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / severe pain/ pain/persistent pain in right side"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: uti and yeast"). The patient was treated with naproxen sodium (aleve caplet) and surgery (hysterectomy (partial), oophorectomy, salpingectomy (one side), dilation and curettage, surgery to remove on (B)(6) 2014,hysterectomy (partial), oophorectomy, salpingectomy (one side) and underwent oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, embedded device, device breakage, pelvic discomfort, menorrhagia, back pain, abdominal pain and vulvovaginal mycotic infection outcome was unknown, the fallopian tube perforation, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, dyspepsia, alopecia, hirsutism, crying, depressed mood, irritability, urinary tract infection, migraine, headache, allergy to metals, urticaria, vaginal discharge, weight increased and gastrooesophageal reflux disease had not resolved and the pelvic pain and adnexa uteri pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, adnexa uteri pain, allergy to metals, alopecia, back pain, bladder disorder, crying, depressed mood, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, female sexual dysfunction, gastrooesophageal reflux disease, headache, hirsutism, irritability, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: an other episode of pregnancy on essure (device ineffective) in this patient that resulted in miscarriage was reported in linked episode # (B)(4). In 2011, she was informed that she was pregnant, but she did not carry the pregnancy to term because she was advised that the essure coils posed a danger to the fetus. Patient did not had any complications or problems that occurred the time of essure placement procedure and essure removal procedure. Injuries or symptoms claimed resulted from essure did not decrease or resolve following essure removal. Essure (or any part of the device) was removed in approximately in 2011 and approximately in 2015. In approximately 2011 were told the baby and coils were removed and also in approximately 2015 removal of the rest of the coils. She did not retain the essure or any portion of it, after essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: coils were properly placed. That my tubes were blocked. Tubes were blocked. Ultrasound pelvis - on (B)(6) 2015: the report indicates findings consistent with retained essure device within right side of the endometrial canal.. Ultrasound scan - on (B)(6) 2014: results: device migration /no longer in proper position; on (B)(6) 2014: findings: the uterus is anteverted in position, measuring 3.7 x 4.6 x 9.0 cm. No discrete myometrial lesions impression: transvaginal sonography demonstrates a wire-like structure in an "sconfiguration" (in the coronal plane). Given the provided clinical history, this could represent a displaced essure coil residing within the endometrial canal; on (B)(6) 2015: there is no evidence of bowel obstruction. The essure devices x 2 are present along the right side of midline. One of the devices is partially fractured. Hsg can help determine tube patency and position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), abortion of ectopic pregnancy ("abortion ectopic pregnancy/ pregnancy (ectopic)"), device dislocation ("coils had migrated and was no longer in the proper position"), perforation ("perforation of organs"), device breakage ("fracturing of the implant/ fracturing/ device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and adnexa uteri pain ("severe and persistent pain in right side, right ovary/ allergic or hypersensitivity reaction: type: pain on right side") in a 27-year-old female patient (gravida 6, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" in 2011. The patient's past medical history included multigravida and parity 3 (date of births: (B)(6) 2002; (B)(6) 2007; (B)(6) 2009). Essure did not worsened a previously existing injury/condition. Essure did not caused birth defects. Concomitant products included contraceptives nos from 2009 to 2010 for birth control. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dyspepsia ("gastrointestinal or digestive system condition; type: always heartburn or acid reflux") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition; type: always heartburn or acid reflux"). In 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced alopecia ("hair loss"), rash generalised ("rashes or skin conditions; type: breakouts all over body") and weight increased ("weight gain/loss (specify which one: gain)"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hirsutism ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"), crying ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"), depressed mood ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky") and irritability ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/urinary tract/vaginal); type: infection uti"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches (migraines-4 times a week)"), headache ("migraines / headaches (migraines-4 times a week)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / severe pain/ pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with naproxen sodium (aleve caplet), surgery, surgery, surgery (surgery to remove on (B)(6) 2014,hysterectomy (partial), oophorectomy, salpingectomy (one side)), surgery (surgery to remove on (B)(6) 2014, hysterectomy (partial), oophorectomy, salpingectomy (one side)), surgery (hysterectomy (partial), oophorectomy, salpingectomy (one side)), surgery (hysterectomy (partial), oophorectomy, salpingectomy (one side)) and surgery (underwent oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, perforation, device breakage, pelvic pain, pelvic discomfort, menorrhagia, back pain and abdominal pain outcome was unknown and the fallopian tube perforation, adnexa uteri pain, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, dyspepsia, alopecia, hirsutism, crying, depressed mood, irritability, urinary tract infection, migraine, headache, allergy to metals, rash generalised, vaginal discharge, weight increased and gastrooesophageal reflux disease had not resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, adnexa uteri pain, allergy to metals, alopecia, back pain, bladder disorder, crying, depressed mood, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sexual dysfunction, gastrooesophageal reflux disease, headache, hirsutism, irritability, menorrhagia, migraine, pelvic discomfort, pelvic pain, perforation, rash generalised, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: an other episode of pregnancy on essure (device ineffective) in this patient that resulted in miscarriage was reported in linked episode # (B)(4). In 2011, she was informed that she was pregnant, but she did not carry the pregnancy to term because she was advised that the essure coils posed a danger to the fetus. Patient did not had any complications or problems that occurred the time of essure placement procedure and essure removal procedure. Injuries or symptoms claimed resulted from essure did not decrease or resolve following essure removal. Essure (or any part of the device) was removed in approximately in 2011 and approximately in 2015. In approximately 2011 were told the baby and coils were removed and also in approximately 2015 removal of the rest of the coils. She did not retain the essure or any portion of it, after essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on an unknown date: coils were properly placed ultrasound scan - on (B)(6) 2014: device migration /no longer in proper position patient had hysterosalpingogram, results of essure confirmation test: approx. (B)(6) 2010, informed that her tubes were blocked. Current weight as of (B)(6) 2018: 187 lbs. Approximate weight at the time of essure placement: 172 lbs. Approximately in (B)(6) 2011, home pregnancy test was positive. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficufty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, that could also lead to breakage of the outer coil of the micro-insert. Sample not available. Due to no valid lot number, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, but we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. Aa a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received : patient's demographics were updated. Event abortion of ectopic pregnancy was added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)/pregnancy (stillbirth or miscarriage)"), abortion of ectopic pregnancy ("abortion ectopic pregnancy/ pregnancy (ectopic)"), embedded device ("coils had migrated and was no longer in the proper position/displaced essure coil residing within the endometrial canal/fractured metal component of the essure device is seen over. The mid to lower sacrum/the essure devices may not be appropriately p"), device breakage ("fracturing of the implant/ fracturing/ device breakage/a small 1 mm fractured metal component of the essure device is seen over./one of the devices is partially fractured."), fallopian tube perforation ("perforation (fallopian tube(s)/perforation of organs") and adnexa uteri pain ("severe and persistent pain in right side, right ovary/ allergic or hypersensitivity reaction: type: pain on right side") in a 27-year-old female patient who had essure (batch no. 689940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" in 2011. The patient's medical history included multigravida, parity 3 (date of births: (B)(6) 2002; (B)(6) 2007; (B)(6) 2009), ovarian cyst and essential hypertension. Essure did not worsen a previously existing injury/condition. Essure did not caused birth defects. Abdomen xr (B)(6) 2015: essure device x 2 are present along the right side of midline.transabdominal ultrasound of the pelvis was performed - the uterus is anteverted in position, measuring 3.7 x 4.6 x 9.0 cm. No discrete myometrial lesions. Transvaginal sonography demonstrates a wire-like structure in an "sconfiguration" (in the coronal plane). Pelvic u/s: (B)(6) 2015: assessment: rlq pain with h/o essure placed 2010. Patient had hysteroscopic removal was attempted but did not improve pain, patient desire permanent treatment. Patient is for laparoscopy assisted vaginal hysterectomy. Concurrent conditions included acute pain, vaginal pain, venereal disease nos, obesity (bmi=37.3), pain in joint involving hand and left lower quadrant pain. Concomitant products included oral contraceptive nos from 2009 to 2010 for birth control as well as azithromycin and ceftriaxone sodium (ceftriaxon). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dyspepsia ("gastrointestinal or digestive system condition; type: always heartburn or acid reflux") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition; type: always heartburn or acid reflux"). In 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), adnexa uteri pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), alopecia ("hair loss"), hirsutism ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"), crying ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"), depressed mood ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"), irritability ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky") and urticaria ("rashes or skin conditions; type: breakouts all over body") and was found to have weight increased ("weight gain/loss (specify which one: gain)"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/urinary tract/vaginal); type: infection uti"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches (migraines-4 times a week)"), headache ("migraines / headaches (migraines-4 times a week)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / severe pain/ pain/persistent pain in right side"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: uti and yeast"). The patient was treated with naproxen sodium (aleve caplet) and surgery (hysterectomy (partial), oophorectomy, salpingectomy (one side), dilation and curettage, surgery to remove on (B)(6) 2014,hysterectomy (partial), oophorectomy, salpingectomy (one side) and underwent oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, embedded device, device breakage, pelvic discomfort, menorrhagia, back pain, abdominal pain and vulvovaginal mycotic infection outcome was unknown, the fallopian tube perforation, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, dyspepsia, alopecia, hirsutism, crying, depressed mood, irritability, urinary tract infection, migraine, headache, allergy to metals, urticaria, vaginal discharge, weight increased and gastrooesophageal reflux disease had not resolved and the pelvic pain and adnexa uteri pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, adnexa uteri pain, allergy to metals, alopecia, back pain, bladder disorder, crying, depressed mood, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, female sexual dysfunction, gastrooesophageal reflux disease, headache, hirsutism, irritability, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: an other episode of pregnancy on essure (device ineffective) in this patient that resulted in miscarriage was reported in linked episode # (B)(4). In 2011, she was informed that she was pregnant, but she did not carry the pregnancy to term because she was advised that the essure coils posed a danger to the fetus. Patient did not had any complications or problems that occurred the time of essure placement procedure and essure removal procedure. Injuries or symptoms claimed resulted from essure did not decrease or resolve following essure removal. Essure (or any part of the device) was removed in approximately in 2011 and approximately in 2015. In approximately 2011 were told the baby and coils were removed and also in approximately 2015 removal of the rest of the coils. She did not retain the essure or any portion of it, after essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: coils were properly placed. That my tubes were blocked. Ultrasound pelvis - on (B)(6) 2015: the report indicates findings consistent with retained essure device within right side of the endometrial canal. Ultrasound scan - on (B)(6) 2014: results: device migration /no longer in proper position; on (B)(6) 2014: findings: the uterus is anteverted in position, measuring 3.7 x 4.6 x 9.0 cm. No discrete myometrial lesions. Impression: transvaginal sonography demonstrates a wire-like structure in an "sconfiguration" (in the coronal plane). Given the provided clinical history, this could represent a displaced essure coil residing within the endometrial canal; on (B)(6) 2015: there is no evidence of bowel obstruction. The essure devices x 2 are present along the right side of midline. One of the devices is partially fractured. Hsg can help determine tube patency and position. Patient had hysterosalpingogram, results of essure confirmation test: approx. (B)(6) 2010, informed that her tubes were blocked. Current weight as of (B)(6) 2018: 187 lbs. Approximate weight at the time of essure placement: 172 lbs. Approximately in (B)(6) 2011, home pregnancy test was positive. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, that could also lead to breakage of the outer coil of the micro-insert. Sample not available. Due to no valid lot number, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, but we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. Aa a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - lot number of essure were added. Event device dislocation updated to embedded device .new event fungal infection was added.event outcome of adnexa uteri pain (recovering/resolving from not recovered/not resolved) were update. Severity of adnexa uteri pain and migraine (severe) were added. Onset date of event (allergy to metals) were added. Onset date of female sexual dysfunction, feeling sad, crying, hirsutism, irritability and were updated. New reporter were added. Patients information (postal code) update. Concomitant medication ceftriaxon and azithromycin were added. Medical history and lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Reporter's comment: an other episode of pregnancy on essure (device ineffective) in this patient that resulted in miscarriage was reported in linked episode # (B)(4). Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available, no valid lot number, we were unable to conduct a review of the manufacturing batch record and unable to confirm any quality defect or device malfunction at this time, however, we cannot exclude the possibility of having a technical issue involved in the complaint. Possibility micro-insert breaking is an anticipated event, no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm adequate risk mitigation actions taken to minimize the residual risk. No event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. Aa a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age that had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy and perforation of organs. She also reported pain (seen as pelvic pain) and fracturing of the implant (seen as a device breakage). Ectopic pregnancy, pain, and fracturing of the implant are anticipated events in the reference safety information for essure while perforation of organs is unanticipated. In this particular case, the exact date and mechanism of the device breakage are unknown; however, considering the nature of this event, the company conservatively assesses this event as related. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Thus, based on a positive temporal relationship, the event ectopic pregnancy (device ineffective) was assessed as related. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. In this present case, neither which organs were perforated nor the exact time point and mechanism of perforation was reported. However, based on the nature of this event, it was assessed as related to essure use. This case was regarded as incident since device removal was required (intervention required). According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), device dislocation ("coils had migrated and was no longer in the proper position"), perforation ("perforation of organs"), device breakage ("fracturing of the implant/ fracturing/ device breakage") and fallopian tube perforation ("perforation (fallopian tube(s))") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" in 2011. The patient's past medical history included multigravida and parity 3 (date of births: (B)(6) 2002; (B)(6) 2007; (B)(6) 2009). Essure did not worsened a previously existing injury/condition. Essure did not caused birth defects. Concomitant products included contraceptives nos from 2009 to 2010 for birth control. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dyspepsia ("gastrointestinal or digestive system condition; type: always heartburn or acid reflux") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition; type: always heartburn or acid reflux"). In 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("severe and persistent pain in right side, right ovary/ allergic or hypersensitivity reaction: type: pain on right side"). In 2012, the patient experienced alopecia ("hair loss"), skin disorder ("rashes or skin conditions; type: breakouts all over body") and weight increased ("weight gain/loss (specify which one: gain)"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hirsutism ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"), crying ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"), depressed mood ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky") and irritability ("hormonal changes; describe: lots of chin hair, crying, sad, lots of pain, cranky"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/urinary tract/vaginal); type: infection uti"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches (migraines-4 times a week)"), headache ("migraines / headaches (migraines-4 times a week)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / severe pain/ pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with naproxen sodium (aleve caplet), surgery (surgery to remove on (B)(6) 2014) and surgery (salpingectomy one sided). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, perforation, device breakage, pelvic pain, pelvic discomfort, menorrhagia, back pain and abdominal pain outcome was unknown and the fallopian tube perforation, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, dyspepsia, alopecia, hirsutism, crying, depressed mood, irritability, urinary tract infection, migraine, headache, allergy to metals, skin disorder, vaginal discharge, weight increased, adnexa uteri pain and gastrooesophageal reflux disease had not resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, bladder disorder, crying, depressed mood, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sexual dysfunction, gastrooesophageal reflux disease, headache, hirsutism, irritability, menorrhagia, migraine, pelvic discomfort, pelvic pain, perforation, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: an other episode of pregnancy on essure (device ineffective) in this patient that resulted in miscarriage was reported in linked episode # (B)(4). In 2011, she was informed that she was pregnant, but she did not carry the pregnancy to term because she was advised that the essure coils posed a danger to the fetus. Patient did not had any complications or problems that occurred the time of essure placement procedure and essure removal procedure. Injuries or symptoms claimed resulted from essure did not decrease or resolve following essure removal. Essure (or any part of the device) was removed in approximately in 2011 and approximately in 2015. In approximately 2011 were told the baby and coils were removed and also in approximately 2015 removal of the rest of the coils. She did not retain the essure or any portion of it, after essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on an unknown date: coils were properly placed ultrasound scan - on (B)(6) 2014: device migration /no longer in proper position patient had hysterosalpingogram, results of essure confirmation test: approx. (B)(6) 2010, informed that her tubes were blocked. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Approximately in (B)(6) 2011, home pregnancy test was positive. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficufty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, that could also lead to breakage of the outer coil of the micro-insert. Sample not available. Due to no valid lot number, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, but we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective and device breakage. Aa a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Events device breakage, failure to occlude (close) fallopian tube(s), pregnancy (ectopic) were clubbed with previously reported events. Events female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, dyspepsia, alopecia, hirsutism, crying, depressed mood, irritability, urinary tract infection, migraine, headache, allergy to metals, fallopian tube perforation, skin disorder, vaginal discharge, weight increased, adnexa uteri pain, gastrooesophageal reflux disease were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.